Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post filter deployment, computed tomography revealed vena cava filter below the renal veins with the struts projected outside of the confines of the inferior vena cava. Two of the posterior struts were within the right anterolateral aspect of the l3-l4 annulus. Three anterior and lateral distal struts were in close continuity with the distal second and the proximal posterior third portion of the duodenal c-loop. There was an inferior vena cava filter projected from the mid l2 vertebral body extended down to the l3-l4 interspace level unchanged. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter migration. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2014); (patient); (result). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and before abdominal operation involving cholecystectomy. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review:vena cava filter was placed with its tip at the mid l1 level, below the renal veins secondary to deep vein thrombosis and prior to abdominal surgery. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 11/30/2014; manufacturing date: 11/28/2011. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and before abdominal operation involving cholecystectomy. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device was removed percutaneously. The status of the patient is unknown.